Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 8f sheath hole prior to a leadless pacemaker implantation interventional procedure. Reportedly, a guidewire was inserted and pre-dilatation was performed. The first prostyle was positioned at 45-degree angle per the instructions for use and blood backflow was confirmed. The foot was deployed and pulled back to position against the vessel wall. When the plunger was pushed tightly, then pulled out, a cuff miss occurred and the needle came off without the suture attached. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 24f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.